Event description:
It was reported that during a da vinci si cholecystectomy procedure, the surgeon staff alleged that arcing was observed with the monopolar curved scissors (mcs) tip cover accessory used in conjunction with the mcs instrument. The mcs tip cover accessory was reportedly discarded. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory was not returned to isi for evaluation, as the initial reporter indicated that the tip cover was discarded, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and obtained the following additional information: the surgical procedure was not recorded. The mcs instrument, mcs tip cover accessory, and cannulas were inspected prior to the start of the surgical procedure and nothing unusual was observed. The reporter indicated that the mcs tip cover accessory was installed correctly with the installation tool and electro lube was applied to the instrument prior to the start of the procedure. The reporter claimed that the scissors sparked (or arced) to vag cuff tissue, anterior and posterior. The reporter also indicated that no injury was observed during the procedure. After the reported arcing was observed, the mcs instrument was removed, wiped off, and inspected by the surgical staff. The surgical staff reportedly did not observe anything unusual and the mcs instrument was reinserted. According to the reporter, the grounding pad was correctly positioned during the procedure. According to the reporter, the site uses erbe for their electrosurgical generator unit (esu) with 5-65 settings. It is unknown what exact esu settings were used during the reported event. The surgical procedure was reportedly completed as planned and the mcs tip cover accessory was discarded by the surgical staff. The surgical staff indicated that the mcs tip cover accessory appeared to be intact and normal prior to removal from the mcs instrument. The reporter indicated that the tip was not saved as they didn't think about it being damaged. The reporter indicated that the patient did not experience any post-operative complications.